Event description:
Patient's mother reported in the past week the whisperject seems to be leaking when administering the medication. It is unknown if patient missed a dose or experienced any adverse event as a result of the defective product. Date of occurrence: unknown. Manufacturer can call the patient for follow up and to arrange for product pick up (available for return). Md aware and drug therapy continues unchanged. The lot number and expiration date for the defective product is unknown. No further information. Reported to cvs/caremark by: patient/caregiver.